Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
The device had non-sustained right ventricular oversensing episodes likely due to myopotentials. Device reprogramming resolved the issue and the patient experienced no adverse consequences.